Event description:
It was reported onyx could not be visualized under fluoroscopy during injection. No pt injury reported.

Manufacturer narrative:
The vial of onyx was returned for evaluation, but did not contain enough of the embolic solution to perform testing. Testing for radio-opacity was performed on the retained sample from the same lot and was found to be within specification.